Event description:
Shears appeared to get hot during the procedure. The team troubleshooted the issue without resolution. New shears obtained and the procedure continued without further incident. There was no harm to the patient.